Event description:
Profound and permanent neurological injuries (nervous system disorder), severe and permanent physical injuries (injury), difficulty walking (gait disturbance), numbness in face (hypoaesthesia facial), tingling in face (paraesthesia), numbness hands, arms, and legs (hypoaesthesia), tingling hands, arms, and legs (paraesthesia), headaches (headache), dizziness (dizziness), hypocupremia (copper deficiency), anemia (anaemia), neurological damage (nerve injury). Case description: an attorney reported that her client, a (B)(6) female, used fixodent denture adhesive, version unk cream from 1997 through (B)(6) 2010 and super poligrip denture adhesive cream from 1997 to present and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, hypocupremia resulting in neurological damage with symptoms of difficulty walking, numbness and tingling in hands, arms, face and legs, headaches, dizziness, and anemia. A health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or prod testing.